Event description:
It was reported that catheter entrapment on the guide wire occurred. The 6.0mm x 15mm, 135cm maverick¿ xl balloon catheter was advanced to the lesion however it became stuck on an unspecified guide wire. Both the balloon catheter and the guide wire were removed together from the patient. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick xl balloon catheter with no other devices. There was contrast in the inflation lumen. The balloon was loosely folded. The shaft was kinked 2cm proximal of the exit notch. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the catheter was measured at both ends and was within the maverick xl specifications. The guidewire used in the procedure was not received with this device. A thruway guidewire was used for functional testing. Functional testing was performed by loading the guidewire into the tip and advancing through the inner shaft of the catheter. The guidewire was advanced through the entire length of the guidewire lumen with no resistance. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment on the guide wire occurred. The 6.0mm x 15mm, 135cm maverick¿ xl balloon catheter was advanced to the lesion; however, it became stuck on an unspecified guide wire. Both the balloon catheter and the guide wire were removed together from the patient. No patient complications were reported and the patient¿s status is good.